Event description:
A (B)(6) customer tested his blood glucose at 9:00am on the contour meter, and five minutes later passed out. The paramedics arrived, tested his blood with their meter at 10:00am and the reading was 6mmol/l lower than the customer's reading an hour previously. The specific readings were not provided. The customer was injected with 1mg of glucagon and felt better. The customer test strips are expected to be returned for evaluation.